Manufacturer narrative:
4/13/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a procedure on the rectum. Reportedly, the staples were missing. The hospital has no add'l at this time.